Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on four (4) patients. This is the first of four (4) reports.

Manufacturer narrative:
A crown on tooth #15 was placed for the patient on (B)(6) 2013. Approximately one (1) week later, the patient began to experience tooth pain and sought treatment with an endodontist. The endodontist informed that patient that the crown was not fully seated and the tooth required a root canal. During the endodontic treatment, the crown debonded. The patient returned to the dentist on (B)(6) 2013 where a new crown was created and cemented using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.